Event description:
Customer reported that metallic flecks were noted in the eyes of six pts when examined at the one day post-operative visits after cataract with intraocular implant procedures. It was reported that the pts did not experience any harm.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. Since no number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).